Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the needle of the infusion set broke off under the customer's skin, and he had surgery on (B)(6) 2015 to remove it. His blood glucose had elevated to 543 mg/dl on (B)(6) 2015. He removed the headset and noticed the needle had remained under his skin. The alleged product was requested for evaluation.